Event description:
This pt had a total right knee about three years ago. Pt has had pain since that time. Bone scan and real time fluoroscopy are consistent with loosening of the tibial base plate. Pt was admitted to this facility for a revision of the right total knee, all components were removed and replaced.